Event description:
Provider stated that the fight side of the base has issues with the walking beam and the battery box that the right caster would stay in the upright position and not work properly for the sure step function. Which created a service issue that the battery box is a non service part and has to be replaced at the factory.